Event description:
It was reported that the patient with this implantable cardioverter defibrillator (s-ICD) system exhibited out of range shock impedance measurements. Currently, this system remains in service and no adverse patient effects were reported.